Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the right front frame and the right crossbrace are broken.